Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and patient status is good post procedure.